Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) level of 701mg/dl. The customer was treated with intravenous insulin to address bg level. Reportedly, the battery could not be charged which resulted in the pump shutting down. No additional patient or event information was provided by the customer. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.